Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the battery dropped form 40% to 15% while connected to the power source. The battery gauge then charged up to 40% and the pump was then disconnected to the power source. The battery gauge later displayed 100% without further charging. The customer's blood glucose (bg) level was 269 (mg/dl). A correction bolus via the pump was delivered to address bg level. Review of the pump data logs by tandem technical support confirmed the battery gauge fluctuation. Reportedly, the pump was able to be charged with a different wall adapter.